Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and transmitter regained connection. Customer¿s blood glucose level was 333 mg/dl.